Event description:
It was reported that the device was used during a bleb resection. It was reported by the rep that the surgeon was using blue cartridges (original gun and original cartridges on each attempt). The surgeon was transecting lung tissue on each firing. Each subsquent firing of the tsb35 could not be accomplished with a 2nd cartridge. He was forced to pull a new gun for each firing. (2) of the staplers enclosed represent the ones that had the difficulty with subsequent firings. The case was completed using the 3rd stapler. The 3rd stapler was not attempted to reload. There was no consequence to the pt.